Event description:
Discrepant results when compared to a lab. The device results reported were 3.7, 4.8, 5.6, and 4.4 inr. The corresponding lab results reported were 2.5, 3.2, 3.2 and 2.9 inr. The reporter declined product replacement.